Event description:
A laser vision correction patient reported having a flap lift enhancement treatment in both eyes to treat residual hyperopia and astigmatism. The patient indicated that the right eye is doing well, however, the left eye is experiencing significant decreased vision after the procedure. The patient's post op refraction is 20/25 in the left eye in good lighting but deteriorates into a severe blur in low light. The patient is not able to drive at night and also the vision is not correctable. The patient further reported that their current doctor diagnosed them with an irregular astigmatism in the left eye.

Manufacturer narrative:
Astigmatism. The issue was not reported to amo by the treating clinic. There was no request for a system inspection or clinical support. An independent health professional evaluated the patient's report and clinical data and indicated that the flap being lifted 11 years after the flap was cut may have contributed to the astigmatism in the left eye. In addition the clinic did not use amo optical zones to treat the patient. All pertinent information available to abbott medical optics (amo) has been submitted. Should new information become available that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.